Event description:
The facility reported an infusor pump with "where you put the syringe the plastic piece is broken off". The process step for this event is unknown. However, it is known to have occurred in the "or" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "where you put the syringe the plastic piece is broken off' was confirmed during device evaluation. The cause of the problem was broken pusher block assembly. No repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.